Event description:
The manufacturer received information from a third party service center alleging an everflo oxygen concentrator had thermal damage to the power cord. There was no report of patient harm or injury. During the evaluation of the device at a third party service center, the device had evidence of the power cord being burned. There was no report of exposed wires. The power cord was replaced to address the issue. Product labeling states",do not use the oxygen concentrator if either the plug or power cord is damaged. Do not use extension cords or electrical adapters. " several attempts have been made to have the part returned but have been not successful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.